Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective therapy. Troubleshooting was unable to provide resolution. X-rays were taken and confirmed that the patient's lead had migrated. As a result, surgical intervention may be pending to address this issue.

Event description:
Follow up revealed that the patient underwent surgical intervention on (B)(6) 2018 to have their lead replaced. Issue has been resolved.